Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt began having battery alarms without pump disruption. The pt went to the car to get spare batteries, and at some point while changing power, the pump stopped. Emergency medical services were called and they verified that the pump was off by auscultation. The pt had symptomatic acute heart failure symptoms. The pump stop time was about 25 minutes before emergency medical services exchanged the system controller, batteries, and battery clips. The pump immediately restarted, and the pt felt better.

Manufacturer narrative:
The pump is still in use. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.